Event description:
Same as manufacture# 6000089-2005-00502 during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The mildly calcified, 85-90% stenotic lesion was located in a moderately tortuous obtuse marginal 1 (om1). The physician predilated the lesion with a 2.5 x 12 mm balloon. After predilation the physician successfully deployed 2 taxus liberte - 2.5 x 20 and 2.5 x 24 mm drug eluting stents in an overlapped order at 12 atms. However, upon withdrawal of both stents the physician felt the fully deflated balloons were sticking to the stents. The physician had to pull harder then noraml to successfully remove both stents. No patient injuries or compliations were reported. Patient status is reported as "good".